Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced deflation issues with an inflatable penile prosthesis (ipp) as the device would not deflate. No additional information was reported.

Event description:
It was reported that the patient experienced deflation issues with an inflatable penile prosthesis (ipp) as the device would not deflate. Four months later, a surgical procedure was performed. During the surgery, the pump was found to be turned due to the tubing being twisted, inhibiting the access to the deflation button. The physician freed the pump and relocated it in the scrotum. The device was fully functional thus a replacement was not necessary to successfully complete the procedure. The patient did not experience any adverse events.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.